Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported thrombosis is undetermined. Thrombosis is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced are filed under separate medwatch report number.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted the activated clotting time (act) was greater than 250 throughout the procedure. After the clip delivery system (cds) was inserted into the left atrium (la), a thrombus like object was observed on the clip. The cds was removed and the object remained attached to the clip. Another clip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of <1. However, after the steerable guide catheter (sgc), a left to right shunt was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure. No additional information was provided.